Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device will not power on. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The battery pca was replaced, the processor pca will be replaced, the device will undergo all performance assurance testing and will be returned to the customer.